Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of 44 mg/dl. Low bg cause was not known. Reportedly, customer had a seizure. Customer had assistance from paramedics who provided a "liquid to bring bg up" to address bg. The customer also consumed carbohydrates to address the lows. Recommendation was made to consult with a healthcare provider to discuss diabetes management.